Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose and the sensor electrode was not found. The customer¿s blood glucose level was 53 mg/dl at time of incident. The customer reported that the second sensor did not have an electrode. The customer was advised if they still have issues with tape not sticking after trying products and suggestions their health care professional. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm adhesive anomaly due to sensor was returned opened and used. Unable to confirm insertion and needle complaint due to customer return sensor no needle.